Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 49 mg/dl at the time of the incident. The customer was at 124 mg/dl at the time of the call per a competitor's sensor glucose reading. The customer used juice and milk treat. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering as they were having constant lows. Troubleshooting was completed but did not resolve the issue. The customer reported pump physical damage. The pump may have been exposed to an MRI. The customer also had a low of 63 to 68 mg/dl on (B)(6) 2018. The customer was on thyroid medication and had stopped taking another medication. The insulin pump will be returned for analysis.